Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. A gram stain was performed with the result returning as negative. The erroneous result was not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "this bottle prompted as positive but when they proceed with gram stain and culture, the result was nos." "There were no erroneous results reported to the doctors."

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. A gram stain was performed with the result returning as negative. The erroneous result was not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "this bottle prompted as positive but when they proceed with gram stain and culture, the result was nos." "There were no erroneous results reported to the doctors".

Manufacturer narrative:
H6: investigation summary: customer reported blood under the sensor and a false positive result. One photo was received with sensor adhesion defect. Returned good samples were not received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No additional testing is required at this time. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion defect based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence.